Manufacturer narrative:
Follow-up #1: date of submission 09/07/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/09/2016 with the following findings: there was no evidence of the pump's time and date settings resetting in the black box. There was a manual time change observed on (B)(6) 2016 from 04:50 to 16:49. On (B)(6) 2016 at 12:03 an unexplained pump reboot event occurred; deliveries resumed at (B)(6) 2016 at 03:13. The pump was exercised for 24 hours, and the battery was removed for 23 hours afterwards. No time and date reset was occured when the battery was reinserted. The total daily doses of inuslin added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient has been hospitalized on (B)(6) 2016 day with hyperglycemia. The reporter stated that the patient had a blood glucose of over 600 mg/dl with symptoms of blurred vision, nausea, confusion, and large ketones. While in the hospital, the patient was allegedly treated with insulin via injection and intravenous glucose as well as other unspecified treatment. The patient had remained on the pump at the time of the call. The reporter stated that the pump's time and date setting was resetting to default upon changing the battery. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a time/date reset issue, with use error as a contributing factor.